Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with normal operating currents and passed the self-test. Device failed the displacement test followed by a motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the basic occlusion test, occlusion test, excessive no delivery test, prime/a33 test, and a21 error test due to motor error alarms.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that the insulin pump had blank display. Customer's blood glucose level was 243 mg/dl. Customer also stated that the insulin pump had motor error. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.